Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to the damaged processor board. Upon visual inspection, unrelated to the reported complaint, observed damage on the top cover, encoder cover, motor cover and head restraint brackets. The cause for the physical damage was due to wear and tear. The autopulse platform is a reusable device and was manufactured in 2004 and is 14 years old, passed the expected service life of five years. Therefore, this type of damage found during the evaluation is characteristic of normal wear and tear for the life of the device. The autopulse platform failed the initial functional testing due to system error user advisory (ua) 136 (internal parameter corrupted) error message displayed upon powering on. The archive data review showed occurrence of system error user advisory (ua) 136 (internal parameter corrupted). The processor board needs to be replaced to remedy the system error. The service could not be performed due to the non-availability of the replacement part. The replacement part for autopulse 1.1 is no longer available. Informed customer about the non-availability of the parts. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).